Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a replace system controller/yellow wrench alarm (due to fuse b fail) was confirmed and reproduced during testing of the returned system controller (serial number (B)(4)). The evaluation of the returned system controller revealed a compromised pcb component (open fuse b). As a result the system controller displayed call hospital contact/ drive line power fault/yellow wrench alarm and the system monitor displayed the drive line power fault message; however the pump support was not affected and the system controller operated successfully a test hm3 pump. Visual inspection revealed that the returned system controller was in unremarkable condition, specifically the drive line connector. The controller was disassembled and the electrically damaged (open) fuse f7 was replaced. After the open fuse was replaced, the system controller operated as intended with no active alarms. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The log file retrieved from the returned controller contained data between 02/13/2018 and 10/22/2019, per the time stamps. The stored patient speed was set to 5,000 rpm and then to 5,200 rpm and the low speed limit was set to 5,000 rpm. The log file captured the initialization of the controller until 7/18/2019. The following entries indicated that the system controller operated with a drive line power faults followed by controller internal fault alarm active and accompanied by power b broken and over current protection b open flags active. The event data capture in the log file is consistent with a fuse b failure. The data captured in the log file and the damaged fuse are consistent with the drive line being incorrectly inserted into the controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Abbott is continuing to monitor this issue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's back-up controller's display showed a yellow wrench "replace controller" alarm after charging more than 60 min. The patient visited the center and the vad coordinator connected the controller to the system monitor. In system controller information "fuse b fail" was recognized. A back-up controller exchange was performed and the customer requested a replacement product.